Event description:
Complainant alleged that during the incoming inspection of the product, the device would not charge. The complainant indicated that there was no pt involvement in the reported event.